Manufacturer narrative:
Reliability analysis inspected. Opened partial enlite sensor and found sensor electrode broken in half. Broken part still attached to sensor tubing. Sensor was unable to confirm sensor damage due to sensor being returned used. The sensor was unable to confirm needle anomaly due to no returned insertion needles.

Event description:
The customer reported via phone call of a broken sensor. The customer's blood glucose level is unknown. The customer stated that she needed help with inserting the enlite sensor insertion. The customer successfully inserted the sensor. The customer stated that she got a low reading on her prior sensor and it gave her sensor error. Customer declined to troubleshoot.